Event description:
Pt had right knee arthroscopy with intra-articular shave of medial plica. Per md, the shaver seemed to jam and then release. It was obvious that a portion of the shaver had broken off and was still intact. Upon removing this piece, it was noted that a portion of a distal fragment of the internal barrel was missing. This piece was identified and removed without difficulty.